Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier instrument clip would not come off. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with no issue. The clip was not detached from the instrument jaws after clipping. There was no unexpected movement while attempting to apply the clip. Isi received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Further investigation found a bent grip, and the tip does not align with the other grip. Moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. These are related to the primary failure.